Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The pump trainer stated that the basal rates were incorrect when the customer was hospitalized. According to the trainer, the customer stated that the pump will reset the settings every time customer does a battery change and customer has to reset the setting all the time. The alarm history was reviewed and found two different alarms.